Manufacturer narrative:
This is a duplicate report of 1818910-2012-26937. This report, 1818910-2013-10739, will be rejected. 1818910-2012-26937 will be kept for investigation purposes.

Manufacturer narrative:
This is a duplicate report of 1818910-2012/26300. This report, 1818910-2013-10739, will be rejected; 1818910-2012-26300 will be kept for investigation purposes.

Event description:
Clinical report states a revision due to metallosis

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.